Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor burst during filling of the drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection and microscopic inspection were performed and revealed that the reservoir was ruptured. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.